Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Four devices were received for evaluation. One event was confirmed during testing; the device was found to be affected by gritty rotor bearings. One event was not confirmed during testing; however, the device was found to be seized with the rotor stuck in the motor. Two events were not confirmed during testing; however, the device was found to be affected by widespread corrosion. Four devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device reportedly overheated. One event had no patient involvement; no patient impact. Two events had patient involvement; no patient impact. One event had no information received.